Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's son that "my mother has been told to take cover when its thundering out by her doctor. She tells me when it thunders her chest, where her device is implanted, gets warm." The device is still in use. No patient complications have been reported as a result of this event.